Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling pd treatment. During set up the patient encountered a watch dog timer error then during fill 1 of 5 the patient encountered 3 air detected in cassette warnings. Technical services suggested to cancel treatment. When patient opened the cassette door a fluid leak was discovered as patient encountered fluid in the pump module area. The patient was advised by technical services discontinue use of the cycler and to alert the pd nurse when the new cycler arrives. Upon follow up, the patient¿s spouse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out manual treatments until the new cycler arrived. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received.a batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling pd treatment. During set up the patient encountered a watch dog timer error then during fill 1 of 5 the patient encountered 3 air detected in cassette warnings. Technical services suggested to cancel treatment. When patient opened the cassette door a fluid leak was discovered as patient encountered fluid in the pump module area. The patient was advised by technical services discontinue use of the cycler and to alert the pd nurse when the new cycler arrives. Upon follow up, the patient¿s spouse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out manual treatments until the new cycler arrived. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.